Manufacturer narrative:
Date of event is estimated. Further information was requested but not received. During processing of this incident, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer report: 1627487-2020-30571. It was reported that patient experience severe side effects such as incontinence episodes however it is unknown how long this has been going on for. The device system was turned off. Patient requested to be seen in another territory and the device system was explanted at an unknown date. No further information is available at this time.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.